Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication 10 mg/ml; 1.25 mg/day via an implantable pump. The date of the event was (B)(6) 2019. It was reported the pump was empty. The patient was due for a refill. The therapy was not intentionally discontinued. The patient was hospitalized for an infection not related to the pump while he was out of town. When the patient left the hospital, he noticed the pump was alarming. The pump was later interrogated and confirmed to be empty. No symptoms reported. No further complications were reported.